Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 900 mg/dl and was hospitalized and treated with intravenous fluids and other unspecified treatment. It was reported the pump¿s delivery settings were not recently changed. The reported stated the display was cracked and could not be safely read. This complaint is being reported because the reputed health event was attributed to an alleged device malfunction.